Event description:
I had the essure placed in me a month in a half after my daughter was born. They told me this procedure was best because I would go into surgery and they said it was irreversible. After I had the essure for one month, I found out I was pregnant with my last child. I told them if they could take the essure out. They said no, because I had to have an abortion but I didn't want to have an abortion. My pregnancy was high risk.